Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Healthcare professional reported unknown side capsular contracture baker grade unknown. Device status is unknown.

Event description:
Healthcare professional reported right side capsular contracture baker grade IV. Device remains implanted.

Manufacturer narrative:
E1 phone continued: (B)(6). Additional, changed, and/or corrected data: a2, a4, b3, b5, b6, d1, d2, d4, d6a, e1, h4.